Manufacturer narrative:
The referenced device was inspected and tested, and the customer¿s reported issue could not be confirmed as there was no e315 error that appeared. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okr) was informed that the customer evis lucera elite colonovideocope was returned to olympus service for a reported ¿e315¿ error that was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional event details.

Event description:
The event occurred during preparation before use, prior to procedure. The device was inspected with no anomalies noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced. However, the following were considered as presumable causes: connection of electrical components became unstable due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease to electrical contacts of scope connector. Electrical components inside the scope connector were damaged by connecting electrical contacts of the scope connector to video system center while contacts of the scope connector were wet. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.